Event description:
It was reported that during a mastectomy procedure, the device was having intermittent activation in the min setting; there was no error code displayed. Another device was used to complete the procedure. When the device was retrieved at the account, the active blade was missing, but was recovered by the surgeon. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was tested and gave an error code 5; the hand activation assembly buttons worked properly. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.